Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while using on the skin when performing open surgery, the seal of the device was damaged. Surgeon replaced the device to resolve the issue. There was no patient injury.